Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The image intensifier was replaced. The sys was tested and is operating as intended.

Event description:
The customer reported poor image quality on the 6800 system. No pt injury was reported.